Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted. Since the procedure, the patient has reported experiencing constant pain and has suffered from continuous infections. The device was removed on (B)(6) 2018. The patient reported that she still experiences pain and infections and requires continuous antibiotic treatment. No additional information has been provided.